Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported x-rays confirmed the patient's lead had migrated to the right causing abdominal discomfort and declined programming. The patient underwent surgical intervention on (B)(6) 2015, where his lead was repositioned. The patient is now receiving overlap of painful areas and abdominal pain has largely resolved.